Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal variceal bleeding on (B)(6), 2011. According to the complainant, during the procedure, attempts to deploy the bands were made however, the bands would not deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal variceal bleeding on (B)(6), 2011. According to the complainant, during the procedure, attempts to deploy the bands were made however, the bands would not deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
The ligator head was the only component returned for analysis. Six blue bands and one white band were present on the ligator head. A visual examination found that the bands were bunched up as if an attempt has been made to deploy them. Additionally, the teeth on the ligator were severely damaged and the suture was broken. The condition of the returned component was consistent with the reported event of bands failed to deploy. The evaluation found that the ligator teeth were severely damaged, the suture was broken, and the bands were bunched up. The observed damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.